Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "pump not able to deliver dose". "The dispensing bar would come on the screen and only dispense a little bit of medication and then return to the default screen without ever finishing the dose. We did give pump some time to continue however it never did so we just went ahead and replaced it." Medication being infused was ropivacaine. Vtbi start- 500ml; stop- 500ml. No alarms or messages received. All medication was still in bag. No obvious kinks or occlusion noted. Patient did not experience any side effects. Patient did not require any medical intervention or treatment. Patient condition as expected with post op pain. Issue of pump was noticed upon set up of pump and was able to be replaced.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed. No previous complaints on this device. Analysis of the returned device is complete. Results: the test was then performed on the nimbus ii flex, serial number (B)(6), where the pump delivered the med normally without any issue. The performance test did not repeat the reported complaint. The pump was found to be operating inside the specification. The possible root cause cannot be determined, as the information about the patient's setup was not available.